Event description:
Boston scientific received information that due to dyspnoe, fever and cough. Endocarditis was suspected after blood cultures were taken. The system was explanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additinal information become available this investigation will be updated.